Manufacturer narrative:
Additional information was received through follow-up confirming no incision enlargement, serious patient injury, suture(s), and vitrectomy. The explanted dxw150 11.0 diopter lens was replaced with a non-j&j iol. Patient outcome post-lens exchange was reported as resolution of symptoms. Patient demographics information was also provided. No further information is available. The following patient codes were updated based on the information received through follow-up: section a-3 patient gender: male, initially reported as no information. Section a-4 patient weight in pounds: 251. Section a-5 patient ethnicity: not hispanic or latino. Section a-5 patient race: white. Section b-3 date of event: (B)(6) 2023. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: unknown/asked information unavailable. The best estimation date is between (B)(6) 2023 (iol implant and complaint awareness dates). Section d-6b date explanted: unknown/asked information unavailable. Section h3-81: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the dxw150 11.0 diopter model intraocular lens (iol) was implanted into the patient¿s operative eye. In a secondary surgical procedure, the iol was explanted due to complaints of halo effect and poor vision; replacement iol information is unknown. The suspect iol is not available for return as it was discarded. No further information is available.